Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.